Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report submitted due to the receipt of additional information on 05-jul-2021 connfirming that the incorrect size wireguide was used. Additional information as follows: 1. For all complaints, ask: does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Device replacement, device removal, observation prior to patient contact 2. What was the target location for the stent? Cbd, left h-duct 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. It is stored in a plastic box in a wooden cabinet. 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* 0.025 visi2 angle 5. Was the wire guide lubricated prior to use? N/a, yes, no 6. Was the wire guide inspected for damage prior to use?* n/a, yes, no 7. Was the device at the centre of the complaint inspected for damage prior to use? N/a, yes, no 8. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no 9. If yes please indicate the type of procedure performed. Est, biopsy 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no 11. If not with the device in question, how was the procedure finished?* 5fr spsof-5-12 was inserted 12. Did the patient require any additional procedures as a result of this event? N/a, yes, no 13. What intervention (if any) was required? Nothing 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 15. Were any other defects observed on the device prior to return (other than the reported complaint issue)? Yes, no if yes, please detail any other defects observed for complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? N/a, yes, no 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Tjf206v 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a, yes, no 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. 5. If other, please specify: 6. Was resistance encountered when advancing the wire guide to the target location?* n/a, yes, no 7. Was resistance encountered when advancing the introduction system in place to the target location?* n/a, yes, no 8. How did the physician deal with this resistance? 9. How did the physician determine the length of the stent to be used for the procedure? Fluoroscopy 10. Where was the stricture located in the duct? Cbd-left hepatic duct 11. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. No. 12. Was resistance encountered when advancing the stent through the obstructed area?* n/a, yes, no 13. After placement, was stent position verified? N/a, yes, no 14. If yes, please describe how. 15. Please estimate the amount of time the stent was in place prior to this occurrence. N/a, 16. Did any section of the device detach inside the endoscope or patient? N/a, yes, no 17. If yes, please specify what section of the device broke off: 18. Please indicate whether the device broke in the endoscope or in the patient? N/a, endoscope, patient 19. Was the broken device retrieved? N/a, yes, no 20. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): 21. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) N/a, yes, no 22. If yes, please indicate what modifications were made: 23. Please indicate why the modifications were necessary. Yes, I¿ll indicate. 24. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Visi2 angle 0.025 wire guide, pc-7 25. Did the patient require any additional procedures as a result of this event? N/a, yes, no 26. What intervention (if any) was required? 27. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 28. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no 29. If yes, please specify what was observed and where on the device it was observed.

Event description:
Final MDR being submitted due to completion of investigation on 14-sept-21:

Manufacturer narrative:
Device evaluation: 1 x zso-7-12 of lot number c1794978 was not returned to cirl for evaluation. Therefore, a document- based investigation will be conducted (B)(4) (emdr 3001845648-2021-00424) and (B)(4) (emdr 3001845648-2021-00507) are related to (B)(4) (emdr 3001845648-2021-00426) since (B)(4) is the initial complaint- failure to insert clso-7-12. (B)(4) failure to insert zso-7-12. (B)(4) incorrect size wire guide used with spsof-5-12. Document review including IFU review: prior to distribution zso-7-12 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-12 of lot number c1794978 did not reveal any discrepancies that could have contributed to this complaint issue. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿¿ care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking of the stent¿¿ it may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received, it is confirmed that a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert zso-7-12cbd to right hepatic duct, through the prepositioned visiglide 2 andgle wire guide, he made the zso-7-12 aproach, but stricture was so hard. He could not insert the zso-7-12. (This report) he chose the clso-7-12, and retried. But second try was failed. ((B)(4)) spsof-5-12 was inserted and procedure finished. ((B)(4)) did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No